Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap anterior resection - "c0r47 balloon deflated three times during the case. Causing loss of pneumoperitoneum. As a result, a second port was opened." Patient status - n/a.

Manufacturer narrative:
Additional information received. Investigation summary: the event unit was returned for evaluation. The trocar was returned with the obturator inside the cannula, causing the duckbill, an internal seal component, to flower. Upon inspection, engineering noticed damage to the cannula tubing. Engineering leak tested the balloon and found a hole in the tubing near the proximal end of the cannula. The seal was tested and the leak rate was found to meet acceptance criteria. During the manufacturing process, all trocar balloons and seals are 100% leak tested. The most likely root cause of the balloon deflating is due to instrument damage. As stated in the instructions for use (IFU), "do not allow sharp instruments or objects to come in contact with the balloon. Use caution around metal clamps, staple lines and during secondary port placement." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. The root cause of the loss of pneumoperitoneum cannot be confirmed. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied team member on march 31, 2016:"the balloon deflated rapidly, and yes it compromised visibility as it was the scope port."